Event description:
A nurse reported a footswitch presented a problem and the system locked during a procedure. The procedure was completed after exchanging the system. There was no pt harm.

Manufacturer narrative:
A review of the service report indicates the customer reported footswitch issues and that their system locked during surgery. The company rep examined the system, cleaned contacts, reseated cables, and replaced the central processing unit (cpu) battery. The aqualase function was disabled. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for (B)(6) 2013, the date of surgery, revealed that system message (sm)- [irrigation valve failed open] was generated followed by a series of x17 advisories. These advisories do not relate to footswitch function and it cannot be confirmed they are related to the reported event. A review of complaints for the last 24 months did indicate 2 similar reports for this system. The root cause cannot be determined conclusively. (B)(4).